Event description:
Asr revision; asr xl; right; reason(s) for revision : unknown. Update 19 august 2014 - update received for right side which has different products to the original alert from (B)(4). Used (B)(4) spreadsheet to determine that this is a bilateral patient and that this should be the left side. Updated side on all products, doi and dor. See (B)(4) for right side.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) used to capture the blood heavy metal increased, surgical intervention and medical device removal.

Event description:
Surgeon confirmation form and operative notes received. Scf indicates that the patient was revised to address pain and alval/soft tissue reaction. Operative notes indicate approximately 150 ml of metallosis fluid in the joint. There was metallosis around the trunnion but the stem was well-fixed. There was a cystic area under the medial femoral neck. Lab results for blood chromium and cobalt were provided indicating that these results are above 7 ug/l. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left hip).